Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left total knee arthroplasty on (B)(6) 2018. Attune implants were used. Depuy cement x2 was used. The patella was resurfaced. No intraoperative complications noted. The patient underwent a revision on the left knee on (B)(6) 2019 secondary to pain and instability. Intraoperatively, the surgeon found that the femoral and tibial components were not grossly loose. Upon extraction of the components, the femur did not have much bony ingrowth, and the tibia had some debonding of the cement laterally at the cement to implant interface; however, was well fixed medially. There were no intraoperative complications noted. Doi: (B)(6) 2018; dor: (B)(6) 2019.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed on 04 feb 2020. One unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. Lot expiry date: (B)(6) 2021. There were no anomalies in manudfactuiring that related to the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.